Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) , on (B)(6)2024, it was reported that the patient experienced an issue with one infusion set tubing. The tubing leaked at the infusion set site. The infusion set was used for 3 days. The patient's blood glucose at the time the issue was noticed was around 200mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. No further information available.